Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The patient is alleging that the pump is switching itself off, and then switching itself back on again. In the error log of the pump there are 'w2 battery low' warnings'. The patient has changed the lithium battery when this has happened. But has then heard her pump beep, and seen that it has turned itself off, and then turned itself back on again. There have also been occasions where the patient has noticed it switching itself off without warning. There are no e2 'battery empty's' in the error log. A request was made for the return of the device. No adverse event alleged.